Manufacturer narrative:
H.3. If a device evaluation and or device history, review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smart site pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. Material#: 2426-0007; batch#: 25033001. It was reported by the customer that an alaris primary tubing was primed with normal saline and connected to a patient during their appointment to receive cancer treatment intravenously. This rn went to connect a syringe of IV push medication to the y-port below the cassette that is inserted into the pump and noticed leaking of fluid onto the floor on the lower part of this y-port. The infusion was stopped and disconnected from the patient.

Manufacturer narrative:
One sample was received and analyzed by our quality team with the customer's complaint of leakage. The sample was separated at y sit upon receipt and the customer's complaint was verified. The separated tubing was analyzed under high power digital microscope and the portion of tubing that separated showed a clear lack of solvent and appeared to have been shallowly inserted into the connector. This is the root cause of the error- improper assembly when connecting the tubing end to y site. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
No additional information provided.